Event description:
The customer reported erroneous high basophil% differential test results were obtained when using the coulter act 5diff cap pierce (cp). The test results were determined to be erroneously high for basophil% of 4-9%, when compared to automated differential results obtained using a unicel dxh 800 coulter cellular analysis system for basophil% of 0.2 - 0.7% and manual differential reviews of 0%. Erroneous results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found the wbc (white blood cell) lyse reagent delivery to wbc bath during cycle was less than optimal and replaced valve vl11 in wbc reagent pathway to repair the instrument. Identification of failure mode: failure mode is vl11. There were instrument generated messages which alerted the customer to review results. The failure mode identified (vl11), upon recur, will likely impact wbc and/or basophil% results due to delayed or insufficient wbc lyse reagent delivery to the wbc/basophil bath.